Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system's aspiration failed during an ophthalmic procedure. It was confirmed that the connection of the tubing to the aspiration line was incomplete. The issue was resolved after replacing the product with no impact to the patient. No additional information was provided.